Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Per information provided, date of initial repair is unknown. The patient was not available for the recommended follow-up per the IFU. The patient presented with a type iii endoleak and another manufacturer's covered stent was implanted to resolve. The patient tolerated the procedure. Without imaging or additional information it is difficult to determine a root cause or contributing factors of the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A (B)(6) old male underwent an abdominal aortic aneurysm repair for an 11 cm rupture. The patient was lost for follow up. The patient returned to the hospital with a type 3 endoleak and 10 cm symptomatic aaa. The physician relined the iliac limb with another manufacturer's endoprosthesis. No zenith products were placed during this procedure. The procedure was successful. No images are available. The patient did not experience any adverse effects due to this observation.